Manufacturer narrative:
The legal manufacturer's investigation is ongoing. This report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the visera elite ii video system center was not producing an image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was confirmed that the image is not displayed due to failure of the printed circuit board. Therefore it presume that it is due to failure of the printed circuit board. . Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer that the video system center did not display an image.